Event description:
It was reported that the keypad button presses did not activate desired pump functions. The ok and down arrow keypad buttons intermittently not responding when pressed. It was reported that the ok button does not always spring back. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appears to be intact with no lifting or peeling observed, the up, down, ok and contrast keypad buttons require excessive force to activate during testing, it was observed that the down and contrast key contacts were misaligned and that the up, down, ok and contrast key contacts were inverted, and contamination was observed under all the key contacts.